Event description:
It was reported during the implant procedure that the physician had difficulty advancing the lead into the coronary sinus, past the lv ring. The lead was not implanted. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.